Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv event was not confirmed through event history log review. The user bypassed drain 1 of 2 during therapy on (B)(4) 2011 without draining most of their previous fill volume. The homechoice delivered a partial fill volume, and the actual drain volume during drain 2 of 2 was 216ml which does not meet iipv criteria for a largest prescribed fill volume of 200ml. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 20:46:19. During night drain cycle 2, the patient's ultrafiltration reading was 163ml, indicating the home patient (hp) drained 163ml more than their maximum programmed fill volume of 200ml. This information meets iipv criteria.